Manufacturer narrative:
The user interface (ui) printed circuit board (pcb) was replaced. (B)(4).

Event description:
The customer reported that the n65 pulse oximeter display was missing segments. The failure happened with the device was not being used on a pt.